Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor came out and the needle was stuck in the serter. The customer's blood glucose was 475mg/dl. The customer did bolus. The blood glucose went up to 515 mg/dl. The customer's blood glucose came down t 255 mg/dl. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.